Manufacturer narrative:
This report is for one (1) unknown screw. The original implant procedure took place on an unknown date. (B)(4) revision procedure that took place on (B)(6) 2015. The reason for the procedure is currently unknown. 510k: unknown, as specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a high tibial osteotomy (hto) procedure with a tomofix plate on an unknown date. A removal surgery took place on (B)(6) 2015 during which the surgeon encountered difficulty removing the screws at the most distal end of the plate. The surgeon was able to put the tip of the screwdriver into the screw, but the turning was not smoothly performed. As a result, the screw head became dull after repeated turning. The surgeon used a hollow reamer to shave around the stuck screw. Eventually it was able to be removed. The procedure was extended by approximately thirty (30) minutes. No patient harm was reported. This report is for one (1) unknown screw. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4). Manufacturing date: 21 may 2013. Expiry date: 01 may 2023. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the screw in question is stuck in the threaded hole of the plate. Furthermore, it was discovered that the hexagonal recess is worn out. There are visible mechanical damages on the threaded screw shaft. The plate is intact. There are visible scratches on the surface. Also, one screw remains stuck in the threaded hole. Lastly, the hexagonal tip of the screwdriver is badly worn out. Because of the damages incurred the complaint relevant dimensions cannot be checked for dimensional accuracy against the valid manufacturing specifications. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information, the exact cause of this complaint cannot be determined as no detailed information about the event is available. Multiple factors can lead to technical difficulties during removal of screws. These factors include, but are not limited to: wrong torque or angulation of the screw during insertion. This issue would lead to cold-welding between the plate and the screw making removal impossible. Or, perhaps, excessive force application on the screwdriver during removal finally led to the deformation of both hexagonal at the screw-head and screwdriver. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.